Event description:
Manufacturer's first level investigational unit observed lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Suspect device was returned.

Manufacturer narrative:
The event occurred in (B) (6).